Event description:
It was reported by a customer on (B)(6) 2011 the fiber began to lose vaporization power and was in use when the failure was detected. Per the customer, the fiber tip did not turn when the fiber handle was turned. It was the actual fiber tip that was damaged. No pt injury was reported.